Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error on (B)(6) 2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected pump error alarm noted during testing. The motor was tested outside of the device and passed. Successfully downloaded history files and traces using thus software. However, pump error (130) was found in history file multiple times on (B)(6). Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, force sensor, j6 connector internal and battery tube assembly noted. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case (battery tube) and cracked battery tube threads. In summary, customer alleged pump error 130 not confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that insulin pump alarmed pump error. Customer stated the insulin delivery was suspended due to the alarm. Customer was able to clear the alarm and rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.